Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that after the device was placed in the pt, they noticed a blood leak at the juncture hub. As a result, the catheter was removed. During removal they noticed that the juncture hub was cracked and a piece broke away from the catheter. Another kit was opened and placed successfully for the pt. It is unk if there was a delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine.